Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head showed black image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,g3,g6,h2,h3,h4,h6,h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit was cracked, head unit was shaved and the image had white dots. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit was cracked, the endoscopic image could not be displayed; because head unit was shaved, the image had white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.